Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 519 mg/dl. The customer had symptom such as pain and nausea. The customer was treated with bolus. Customer's blood glucose value was 519 mg/dl at the time of the incident. Customer's current blood glucose value was 248 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The customer admitted to hospital on (B)(6) 2017 at 1:00am. The blood glucose value when admitted to hospital was 519 mg/dl. The customer cause of hospitalization was hyperglycemia and the when customer blood glucose levels was at 300mg/dl she went to home. The hp test was performed and the pump passed. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.